Manufacturer narrative:
Additional information: h11- 2024-03004 problem resolved. 2024-03005 is not applicable. (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk.. A6 - unk. Claim# (B)(4).

Event description:
A healthcare professional reported following an exchange of an implantable collamer lens (icl) implantation procedure, the low vault with rotation was not resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.